Event description:
The customer stated that he tested his blood glucose using his contour meter and a freestyle meter. The contour read 20 mg/dl, while the freestyle read 309 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed, but the customer insisted the meter be replaced. The meter is to be returned for evaluation. A replacement meter was sent to the customer.